Event description:
It was reported during implant, oversensing on the ventricular channel was observed. P-wave oversensing was suspected. Patient will undergo atrial ablation for af with rvr issue. Oversensing issue will be re-evaluated after the ablation procedure.